Event description:
It was reported that after the implant procedure, the patient experienced a drop in blood pressure and an echocardiogram revealed a pericardial effusion with tamponade. A perforation was caused by the right atrial lead. Pericardiocentesis was performed, and the lead was explanted and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.